Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The on/off switch was reconnected to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The on/off switch was reconnected to resolve the issue.

Event description:
The hospital reported loss of mechanical ventilation caused by intermittent connection of on/off switch. There was no patient involvement.